Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address (B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation before the balloon was inflated to the nominal burst pressure (nbp), it ruptured. The device was removed and replaced for another of the same model. No complications reported, and patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation before the balloon was inflated to the nominal burst pressure (nbp), it ruptured. The device was removed and replaced for another of the same model. No complications reported, and patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis and underwent a visual and tactile examination. A longitudinal tear was identified in the balloon material. The tear measured 22mm in length and extended from a position 6mm distal of the proximal markerband to 4mm distal of the distal markerband. There were no damages or kinks found on the tip, shaft, or both markerbands of the device.